Event description:
Patient's daughter reports solis pump repeatedly had an occlusion alert. They disconnected tubing and cassette and still received the error message. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. No further information provided. IV remodulin pt. The reporter did not provide the serial number. However, per our records there is a reasonable possibility the serial number in question may be the following: (B)(6). Pulmonary arterial hypertension.